Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator does not work on battery power. The unit immediately shuts down and generates a power fail alarm when ac power is removed. The customer reported there was no patient involvement.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.